Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 16 samples were received from the customer and were used for investigation of the reported defects. The investigating team also used the retention samples of material code 301866 and lot number 183969 for investigating the reported defect. The samples received for investigated have confirmed the defects reported by the customer. The probable root cause of the missing scale markings: worn out bush and difference in chain positions at in and out. Actions taken: difference in both chain distance at in and out of m/c to be reduced to minimum difference sprocket to open change clits at laminate feeding station to be replaced because they are worn out. Static discharger to be fixed on flexi#1 machine after needle loader to eliminate static charge produced after needle loader. Sensor to be provided at bottom web station to detect the roll diameter and adjust motor speed accordingly on flexi#1 sensor to be provided at top web station to detect roll diameter and adjust motor speed accordingly on flexi#1 servo motor installed to transfer barrel from marking index to assembly index should raise alarm if servo has not covered the desired distance. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 13530 discardit ii 2 ml with 25g x 1 syringes had no scale markings/scale marking defects on them. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: syringes received with foreign particles, black spot, hair particle, marketing defects, no needle, double needle , blister leakage, damaged syringe.